Manufacturer narrative:
Image review: six static images and one media file were provided for review. The patient¿s executive summary was not provided for anatomical review. It was reported that the valve implantation was attempted into a patient with aortic regurgitation with no calcification on the aortic valve leaflets and a dilated aorta. It was reported the valve dislodged above the native annulus. Subsequently, a second valve was implanted deeper resulting in a ventricular dislodgment, which was visible with the received images. Ultimately, a non-medtronic valve was implanted within the second dislodged medtronic transcatheter valve, which was visible with the received images. Of note, the evolut system is not approved for a patient with the presented conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient suffered from aortic regurgitation with no calcification on the aortic valve leaflets and a dilated aorta. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic (true) balloon. The valve was inserted into the patient and was positioned at an acceptable depth. However, upon final deployment, the valve dislodged above the native annulus. It was confirmed that the valve was not occluding the coronary arteries, therefore, the valve was not snared. A second valve was loaded onto a new delivery catheter system (dcs). The second valve was positioned deeper in an attempt to avoid another dislodgement. However, on final deployment, the valve dislodged deeper into the left ventricular outflow tract (lvot). Contrast injection revealed severe aortic regurgitation as the first valve was too high and the second valve was too low, and the valve skirts did not overlap. Echocardiogram confirmed that the second valve did not interact with the mitral valve. A non-medtronic (edwards sapien) valve was implanted in between the two valves in order to seal the aortic regurgitation. Final angiogram confirmed that there was no aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: brand name evolut pro plus valve; product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2023. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011681609); product type: 0195-heart valves; product ID d-evprop34 (lot: 0011699178); product type: 0195-heart valves; product analysis: both valves remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the severe aortic regurgitation that occurred was noted to be paravalvular leak (pvl). No additional adverse patient effects were reported.